Manufacturer narrative:
The sodium electrode lot number is fmx, and the expiration date is 09-nov-2026. The chloride electrode lot number is ffr, and the expiration date is 29-jul-2026. The alarm trace contains a conspicuous event; there were multiple abnormal aspiration alarms on the date of the event, near the time the sample was processed. A field service engineer (fse) replaced a worn vacuum nozzle, resolving the issue. A precision check was completed and passed. The customer successfully ran qc. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit for three patients. Patient 1's initial sodium result was 147 mmol/l, and the repeat result on another cobas pro was 134 mmol/l. The initial chloride result was 110 mmol/l, and the repeat result on another cobas pro was 99.4 mmol/l. Patient 2's initial sodium result was 146 mmol/l, and the repeat result on another cobas pro was 136.9 mmol/l. Patient 3's initial sodium result was 150.6 mmol/l, and the repeat result on another cobas pro was 139.4 mmol/l. The initial chloride result was 113.4 mmol/l, and the repeat result on another cobas pro was 102.9 mmol/l. The samples were repeated because the physician questioned them. The repeat results were deemed to be correct.